Event description:
A merit brand pigtail catheter fractured while being used along side a thoracic endograft in the usual fashion. The fractured portion needed to be snared in a complex manner from the aortic arch subjecting the patient to multiple, unnecessarily higher risks including but not limited to stroke, dissection, and spinal cord ischemia. FDA safety report ID # (B)(4).